Manufacturer narrative:
There is not an appropriate result code. The device history record review did not show any issues related to the complaint. Visual examination: the catheter is broken into two parts, one on the shaft and one on the funnel. The returned sample was realigned and the length was measured using a calibrated ruler. The overall length met mfg specs. Both the shaft and funnel were examined using the dino-lite to analyze the damaged area and torn edges. The torn edges were jagged where more material was seen on one side of the catheter. Review of the funnel portion revealed the same cutting edges suggesting that the tube was once attached to the funnel. There were no signs of abrasion marks, scratches or nicks that could likely cause breakage. There were no problems identified which could have resulted from mfg processes, therefore the complaint cannot be confirmed.

Event description:
Alleged event: it was reported that for many weeks the medical team thought that pts were tearing off their catheters but after they tried to pull they noticed that the catheters were tearing off easily at the level of the y junction. There was no reported pt injury.